Event description:
It was reported that: "patient was revised for aseptic loosening of the tibial component. Primary baseplate was replaced with a revision stemmed baseplate and thicker poly insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.